Manufacturer narrative:
Sample foam detection images were provided from the day of the event, and they did not show any abnormality visible to the naked eye. The sample quality at the customer's site was not optimal. A general reagent or analyzer problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e801 analytical unit serial number was (B)(6). The calibration was acceptable. Qc was within the assigned ranges on the day of the event. The investigation is ongoing.

Event description:
We received an allegation of discrepant results for 1 patient sample tested with elecsys troponin t hs (tnths) assay on a cobas e801 analytical unit. Initial result: 15.2 pg/ml. The customer noticed that the initial result was >14 pg/ml and repeated the sample. No questionable result was reported outside the laboratory. 1st repeat result: 5.70 pg/ml. 2nd repeat result: 4.98 pg/ml (tested on another e801). The repeat result of 4.98 pg/ml was deemed to be correct.